Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown angled guide/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection while restocking the instrument tray it was noticed that the t-handle for quick coupling would not disengage from the angled guide. There was no patient involvement. This report is for a t-handle for an unknown angled guide. This is report 2 of 2 for (B)(4).